Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg had connectivity issues and the patient had to increase strength to receive effective therapy. The ipg was explanted and replaced to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.